Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-wave resulting in an inappropriate shock. At the time of the shock, the patient was running. A treadmill test was performed and oversensing was observed in secondary. The device was reprogrammed to primary. Five months later the device again oversensed the t-wave resulting in an inappropriate shock. The device shock zone was increased and the patient will be monitored.